Manufacturer narrative:
Investigation no sample returned. *analysis and findings distribution history this product is purchased from a supplier and packaged at coopersurgical. Since the lot number was not provided, the distribution history for the product in question cannot be accurately determined. Should the complaint product lot number be provided going forward, the distribution history will be reviewed, and this complaint amended accordingly. Manufacturing record review a review of the device history record could not be performed because the lot number was not provided. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the complaint product lot number be provided going forward, the device history record will be reviewed, and this complaint amended accordingly. Incoming inspection review a review of the incoming inspection record could not be performed because the complaint product lot number was not provided. Should the complaint product lot number be provided going forward, the incoming inspection report will be reviewed, and this complaint amended accordingly. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history did not show similar reported complaint conditions. Product receipt the complaint product has not been returned to coopersurgical. Visual evaluation visual examination (by photos) of the complaint product revealed what appears to be black marks on product. Functional evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause see attachment for complete investigation. *correction and/or corrective action coopersurgical will continue to monitor this complaint condition for trends. No training required at this time. *was the complaint confirmed? Yes.

Event description:
Report stated there was "abrasion on rumi cup kcp-40-2". Description of test set up: occluder was attached onto the rumi handle. Afterwards the tips were inserted at the handle. Finally the kon cup kcp. The balloon was filled up with nacl water. Everything according to the scheme and no complication occurred, event occurred during operation. After the surgery, a complaint was filled in by the sterilization department. Rumi cup is very used, particles come off. Koh cups 4-0cm ultem 2 kcp-40-2 (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Report submitted by csi rep- incident details- "I had two separate doctors say that the handle on the delineator broke into two pieces. I saw it myself, this occurred perioperatively and they had to take them out of the patients and insert a new delineator."report stated there was "abrasion on rumi cup kcp-40-2". Highlights provided in follow-up questionnaire- description of test set up: occluder was attached onto the rumi handle. Afterwards the tips were inserted at the handle. Finally the kon cup kcp. The balloon was filled up with nacl water. Everything according to the scheme and no complication occurred. Event occurred during operation. After the surgery, a complaint was filled in by the sterilization department. Rumi cup is very used, particles come off. Account advised lot/serial number could not be provided and product will not be returned for evaluation. (B)(4). Koh cups 4-0cm ultem 2 kcp-40-2 (B)(4).